Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion was located in a moderately tortuous shunt vessel. On the first inflation, the 5.0 x 40/40mm sterling over-the-wire balloon ruptured at 8 atms. The procedure was completed with a different device. No patient complications occurred. The patient status was good.